Event description:
Approximately five years postoperatively, transesophageal echocardiogram demonstrated significant aortic valve regurgitation (paravalvular and valvular). Explant was performed due to aortic insufficiency, a left ventricular to left atrial fistula, and significant paravalvular leak. According to the information received, the operative report stated the aortic valve had dehisced from the annulus for approximately 1 cm. Infectious disease found no evidence of infection. The valve was replaced with a larger sjm valve.